Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found.

Event description:
It was reported that during the implant procedure, there were positioning difficulties and it wasn't possible to maintain the position of the lead. The lead was not implanted. No patient complications have been reported as a result of this event.